Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that probe was blocked and that the negative pressure could not increase before vitrectomy surgery. The surgery was completed after replacing the product with another one. The cut condition was normal. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a tray with other items was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be non-conforming for actuation, and non-conforming for aspiration. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and bend area. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path. The sample was retested with a syringe, and resistance was felt. Solid material was observed to be blocking the aspiration path near the tip of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed, the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the reported issue. The root cause is an interference in the aspiration path, most likely surgical debris. However, the exact root cause of the interference could not be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the probe sample was able to actuate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.